Event description:
Siemens medical solutions USA, inc. Was notified of a service engineer injury on (B)(6) 2019. A service engineer neglected to follow procedure (B)(4) when de-installing (removing) an e.cam gamma camera from a customer site. As a result, the engineer received concussion and laceration injuries to his head when struck by a system component. The engineer was hospitalized as a result of the injuries. There are no product or labeling deficiencies or malfunction. There was no other injury to any other person.